Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and electrical safety testing without duplicating the report. An internal inspection resulted in no findings. The device's analog board shields were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.